Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 4.2 half height cubie was not detected on bus. A field service engineer replaced half height interface printed circuit board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care work flow. There were no adverse events or injuries reported based on this event.